Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's mother reported that the customer was hospitalized with a high blood glucose reading of 485 mg/dl. The mother stated that the insulin pump alarmed no delivery multiple times even though the infusion set was changed four times. The mother did not want to troubleshoot, and requested a replacement insulin pump. Nothing further was reported.